Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the front response button was intermittent. The cause for the failure was contamination on the front response button contacts due to the missing cover. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged monitor response button.

Event description:
A us distributor reported that the monitor response buttons were non functional.